Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned device revealed that the hub has fractured about 3.4cm distal to its proximal end. No flaw is seen that might have a preconditioning for a crack and fracture of the hub. The fracture surfaces appear like an overload fracture. During simulation a similar fracture side could only be induced by bending the hub with high bending force. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. A pre-existing damage of the hub would have been detected. Based on the conducted investigations of the device being subject to this complaint no material or manufacturing related root cause could be identified.

Event description:
Ous MDR - while connecting the indeflator to the hub of the pantera pro balloon catheter a hub fracture was noticed.